Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 32 occurred on an ilet device after a software update, and repeated restarts did not clear the error, preventing use; the issue was characterized as a delivery motor communication error consistent with a motor processor communication fault. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.